Event description:
It was reported that the device would lock up. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the device locked-up when powered on and would not operate. The customer declined an offer of svc from physio-control due to the device's age and it was returned to the customer.